Event description:
New information received notes that the generator was explanted as the device could still not be interrogated. No further information.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to low battery voltage. The device image was retrieved but was found to be corrupted most likely due to extremely low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the battery depletion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated. Multiple programmers were used and the induction wand was used in different positions in an attempt to interrogate the device but was unsuccessful. It was noted that there was no rf antenna connected to the programmer. Device replacement was recommended although patient elected against having the device replaced. Device remains implanted.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.